Event description:
The original event occurred on various dates in february 2025 and involved a tego¿ connector where it was reported the tego connectors make the arterial or venous pressure elevated above recommended pressure. It was reported the patient was connected to dialysis lines to begin dialysis treatment. Attempted to start machine but the arterial pressure alarmed. Tego caps were changed per protocol. Patient was reconnected to dialysis lines and attempted to begin treatment again, but arterial pressures were alarming. Patient was moved to a different machine as his catheter pulled and pushed well and tego caps were changed twice. Once patient was connected to a different machine, arterial pressures alarmed again. Tego caps were changed for a third time and no issues occurred. There was patient involvement, but no harm reported. A complaint investigation was approved on 25mar2025 with the following findings: a photo from the customer showing a torn seal on a tego was provided by the customer. A torn tego seal is a reportable malfunction.

Manufacturer narrative:
A complaint investigation was approved on 25mar2025 with the following findings: a photo from the customer showing a torn seal on a tego was provided by the customer. A torn tego seal is a reportable malfunction. The probable cause of difficulty to remove is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. There is an ongoing CAPA related to this complaint issue at this time.